Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26363. Follow up information identified the patient underwent surgical intervention to explant her scs system due to an infection(reference MFR. Report: 1627487-2015-23469).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26363. It was reported the patient experienced a fall and then she experienced auto-reducing. An x-ray was taken and showed both leads have moved out of place. Surgical intervention is pending to address this issue.

Manufacturer narrative:
(B)(4).